Manufacturer narrative:
It is known that a subset of the population will have an allergic response to the material used in aligner fabrication. While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Per information received the device will not be returned for evaluation and the lot number as of this MDR was not provided for retained-product testing and/or DHR review. Pending additional information evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient experienced an allergic reaction due to wearing nontemplate aligner arch. Symptoms resolved after discontinued use of aligner.

Manufacturer narrative:
We reviewed the DHR of this pt treatment plan and found no issues. We reviewed the IFU instructions for use of sure smile aligner and retainer and in the contradictions and warnings section, if the patient has a history of allergic reactions to plastics, he should not use this product. Dentsply sirona, orthodental is manufacturer subcontracted of suresmile product with the raw material and procedures provided. We reviewed the DHR of this sales order and not found fault during the manufacturing process. We the information available and evidence provided is not enough for determine a root cause.